Event description:
The following has been reported: biomed reported: screen glitching when motor running during infusion- during procedure. No patient harm, or stopped infusion. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for periodic screen glitches during infusion. A mock infusion was performed and the aforementioned glitching was observed. The inside of the pump was evaluated for physical damage or possible electrical shorts but none were found. The lvds cable was reseated and the glitching was resolved. The pump was allowed to run an infusion at 500 ml/hr for half an hour and the lcd was operating normally.